Manufacturer narrative:
Reference record (B)(4). Correction a5b. The device sample was not returned to abbvie. Sample investigation: 2 photographs were received and the following observations were made: no apparent damage was observed to the visible portion of the peg tubing and no damage was reported; however, the details in the photographs are inconclusive.

Event description:
See h10.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient¿s stoma site drainage has been ongoing since an unknown date, but has increased recently. Patient has been taking prescription mupirocin 2 % ointment topically for the ongoing flare ups at the stoma site. Home health sent pictures of the stoma site to the physician who prescribed cephalexin oral antibiotic for 7 days. It was reported the stoma site infection has improved. It was also reported that the patient had received an unknown intravenous antibiotic for stoma site infection around (B)(6) 2019 when he was in the nursing home.